Event description:
It was intended to use an endeavor resolute rx drug eluting stent to treat a lesion in the lad. The lesion had 99% stenosis, and was calcified and tortuous. The device was prepped before use with no issues noted. During the surgery, the lesion was pre-dilated with an 1.5 x 15 mm balloon, but the endeavor resolute device could not pass the lesion due to calcification and tortuosity present. No patient complications or clinical sequelae reported. The device was returned to the manufacturing facility and through analysis of the returned device the stent was observed to be damaged. Evaluation summary: the device was returned for analysis. The hypotube was kinked distal to the strain relief. The distal tip was flared. The 10th and 11th distal segments were deformed with raised struts. A number of other segments were misaligned. Please note that this device (endeavor resolute) is distributed outside the united states; however, it is similar to the united states distributed product (resolute integrity).

Manufacturer narrative:
Evaluation results: inherent risk of procedure (stent deformation). Patient¿s condition affected effectiveness of device (lesion morphology - 99% stenosis, calcified and tortuous lesion). Evaluation conclusions: inherent risk of procedure (stent deformation). Device failure related to patient condition (lesion morphology - 99% stenosis, calcified and tortuous lesion). (B)(4).